Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or the green reload accessory that was used during this reported event; therefore failure analysis investigations (fa) could not be performed. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, while firing the sureform 60 stapler instrument, tissue began to pushout in front of the stapler. It's unknown which exact fire the event occurred on but the sureform 60 stapler instrument had no issues prior to the alleged event. While using the stapler with a green reload, the stapler clamped onto the tissue and then fired. The tissue immediately began to push out in front of the stapler jaws. Interventions taken to resolve the tissue push out event are unknown. The procedure was completed robotically and there were no post operative complications. Refer to medwatch report (MDR) with patient identifier #(B)(6) for additional information regarding the second and third cases of tissue pushout after using the sureform 60 stapler instrument with a green reload accessory.